Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a scroll wrap issue and had it replaced with a current pump that seems to have a similar issue. Customer's blood glucose level was 164 mg/dl. Customer stated that when she presses the arrow button to put in carbs, it goes from 42 to 80. Customer stated that when she tries to deliver a bolus, if she is not paying attention, the grams of carbs will scroll up very quickly. Insulin pump will be replaced. Customer was advised that this is not the same as a scroll wrap issue and that replacing the pump may not solve the issue. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.